Event description:
During a coronary drug eluting stenting treatment procedure, stent damage occurred. After a 3rd attempt to cross a lesion in an unk location with a 2.50x12mm taxus express2 drug eluting stent, the physician observed that the stent struts were deformed/bent. The physician then attempted to cross with a 2.50x8mm taxus express and with a 2.5x8mm mini vision with no success. The procedure was not completed. It was reported that there were no pt complications.